Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2022, the patient's mother reported that her daughter received an insulin flow block on (B)(6) 2022. Her daughter had high blood glucose level in the night, and they changed the site five times, as she faced some bent cannula and at other events and insulin flow block. At the time of the incident, her blood glucose level was 27.7 mmol/l. Reportedly, it happened four days ago, and her mother stated that she was certain it was the infusion set cannula that was defective. Moreover, her mother had given needle as they had no tubing available and could not order it as it was closed on the weekend. Currently, her blood glucose level was 6.7 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.